Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2016 that the patient experienced an adverse event on (B)(6) 2016. The patient stated that they became hypoglycemic. Patient did not know her glucose values because her receiver was displaying the "error reading symbol." No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.